Event description:
It was reported that cartridge air bubbles were observed in the patient line. Customer's blood glucose level was 90 mg/dl. Reportedly, the customer primed the tubing to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.